Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with her scs ipg and external devices. The patient stated she last recharged her ipg approximately two weeks ago. The patient stated her patient programmer displays a communication 'error'. A replacement charger was sent to the patient.